Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon review of the remote home monitoring interrogation, oversensing of noise leading to pacing inhibition with asystole of greater than two seconds was observed. Boston scientific technical services (ts) was contacted and discussed possible reasons including oversensing of the minute ventilation signal. A review of the right ventricular (rv) impedance measurements via the remote monitoring system was performed. Upon review it was noted that the impedance had increased to greater than 2000 ohms for the pacemaker and another manufacturer's rv lead. The minute ventilation feature was programmed off in the device. Due to the patient's age, the patient has opted to not undergo a revision or replacement procedure. At this time, the device and lead remain in service and no adverse patient effects were reported.